Event description:
Allegedly stem broke 10 years after implantation.

Manufacturer narrative:
Investigation is not completed. Add'l info has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 1043534-2007-00170. This event occurred in another country.